Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 77mg/dl at the time of the incident. Customer stated that insulin pump had blank display and display was return after pump restart. Customer stated the insulin pump had not been dropped or bumped recently also had not been exposed to moisture recently. The insulin pump will not be returned for analysis.